Manufacturer narrative:
The engineering investigation of the returned unit determined the device was switched off manually. There was no fault found. The unit was working correctly and according to specification. As indicated by the reporter, the device was used for a ventilator-dependent patient while the intended use is limited to non-dependent patients. (B)(4).

Event description:
(B)(4).